Event description:
The canopy is becoming cracked, especially around the hole in the top. The hospital believes the cracks appear to be heat stress fractures. The hospital has been using cavicide as the cleaning/disinfectant agent for the last 3 to 4 months instead of kleenaspetic (made by draeger), which is recommended for use with the caleo incubator. Draeger has discontinued making kleenaspetic and it is no longer available for purchase. The sales rep believes we are using an "unapproved" cleaner. These fractures do not appear to be that type of fracture and the cleaner being used is an industry standard cleaner.